Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick will switch out of drive 4 by itself intermittently when in powered seating mode.